Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a non-recoverable fault occurred. The patient side cart (psc) power button was not responding. Errors 23 and 40 were found in the system logs, indicating a communication failure. The psc was not connected to the vision side cart (vsc). The intuitive surgical inc technical support engineer (tse) suggested performing a hard power cycle. The system powered on with the psc power button flashing amber. The procedure was reportedly completed laparoscopically. The ports were not in place when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the system power manager (spm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.